Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 5 months. Device evaluation: the report of hemolysis and suspected thrombus was confirmed based on the evaluation of (B)(4); however, a specific cause for the reported gi bleed and a correlation to the evaluation could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Upon disassembly of the returned pump, examination of the distal-side of the inlet stator revealed a denatured thrombus ring adhered to the inlet bearing cup. A similar ring was found situated on the inlet bearing ball of the blood tube/rotor inlet section. The thrombus rings appeared to have evidence of laminated layering, which indicates that they were present while the pump was operating. The thrombus rings were similar in color and structure which suggests that they were a single formation prior to disassembly of the pump. Examination of the rotor revealed a non-laminated deposition situated in between the blades of the rotor. The structure of the deposition suggested that it did not develop on the rotor. The deposition had areas that appeared denatured which is indication that the deposition was likely present while the pump was in operation. Although its origins cannot be conclusively determined, the deposition was similar to the rings found on the inlet bearings, and likely developed there. The thrombus formations found in the pump would have contributed to the reported clinical signs of hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with an increased lactate dehydrogenase level (ldh) of 554 u/l and placed on integrilin and argatroban. The patient was discharged home on (B)(6) 2015 on coumadin and aspirin with an inr goal of 2.0-2.5. On (B)(6) 2015, the patient had a gastrointestinal bleed and was taken off of anticoagulation short term, but went back on coumadin and aspirin with the same inr goal of 2.0-2.5. On (B)(6) 2015, the patient's spouse contacted the vad team to report the patient had dark urine. The patient was admitted that same day with an elevated ldh level of 1719 u/l and was placed on integrilin. The patient's inr was 2.3. On (B)(6) 2015, the patient received a pump exchange. Post pump exchange, it was reported that the patient was stable in the step down unit and was scheduled to be discharged in a few days.